Manufacturer narrative:
The drill was returned to the MFR for an unrelated issue and upon eval, an overheating condition was discovered. Internal components were examined and it was discovered that the rotor assembly was missing the required lubrication, and the motor assembly was damaged. The rotor and motor assembly were replaced and additional preventative maintenance was also performed.

Event description:
It was reported that during testing conducted at the MFR, the drill heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.